Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that during the implant of this transvenous lead, the physician noted impedance levels of 2000 ohms. The lead was repositioned with adequate lead measurements. The physician then noted a blunted cardiac border, and a subsequent echocardiogram showed a suspected perforation with fluid in the pericardium. The lead was repositioned to the septal wall and the patient was admitted to the intensive care unit. The patient has since been dis-charged.